Event description:
It was reported that the user experienced repeated occlusion alarms on the ilet while using a teflon infusion set with 23-inch tubing, noted a kinked tube that was straightened, and had persistent hyperglycemia up to 300 mg/dl despite two full supply changes; the issue resolved only after changing the infusion set again, and troubleshooting and education were provided for occlusion management and site change. Customer care provided support that collection of details on alarms and infusion set handling and attempts to obtain follow-up blood glucose information. Investigation of this case revealed an infusion delivery interruption consistent with an occlusion related to the infusion set/tubing, with no device alerts present at the time of the call due to prior clearing and with no bent cannula observed upon removal. No clinical symptoms associated with hyperglycemia reported. Outcomes included delay in treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion attributed to set or tubing kinking, resolved by set replacement.